Event description:
It was reported that "product abnormality package damaged." Based on the additional information provided, the photo revealed a small puncture in the packaging. This was found prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "product abnormality package damaged." Based on the additional information provided, the photo revealed a small puncture in the packaging. This was found prior to use. There was no patient involvement.

Manufacturer narrative:
Qn# (B)(4). The customer provided one photo for analysis. The photo shows the lidstock with a hole. The customer also returned one unopened cvc kit for analysis. No obvious signs of use were observed. Visual analysis revealed the lidstock had a sterility breach in the form of a tear/hole towards the top-left corner of the lidstock. No signs of damage were observed on the tray and the components within the kit. The appearance of the hole is consistent with a crushing force being applied to the top of the lidstock. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged." The customer report of a sterility breach was confirmed through investigation of the returned sample. Visual analysis revealed a tear in the product lidstock. The appearance of the hole is consistent with a crushing force being applied to the top of the lidstock. Based on the customer report and the sample received, storage and shipping likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.